Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently forgot to hook up the waste line during a routine hemodialysis treatment, causing the saline bag to burst. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
This is no evidence of a device malfunction. The reported event is due to user error as the operator did not make the proper connections at setup. Review of the log files confirmed the saline bag (not supplied or manufactured by nxstage) was over pressurized causing the bag to burst. The user's guide provides adequate instructions for treatment set up. The reported blood loss is attributed to the operator not performing rinseback due to contamination of the priming spike from waste fluid. Facility staff has been notified and provided additional training regarding proper set up procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.